Manufacturer narrative:
It was indicated this device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was observed on the right ventricular (rv) lead. As a result, a revision procedure was scheduled. The rv lead was explanted and the device was explanted for a battery exchange. No additional adverse patient effects were reported.